Event description:
The user facility reported that during a diagnostic colonoscopy there were electrical artifacts that appeared on the video screen prior to completely losing the image. The procedure was completed with a different, but similar device and there was no pt injury reported.

Manufacturer narrative:
The colonoscope referenced in this report was returned to olympus for eval. The eval confirmed the user's report of a complete loss of image, but no electrical artifact was observed on the video screen. There was evidence of fluid invasion in the scope connector and control body. There was corrosion noted at the back of the electrical connector and on the charge coupled device flexible printed circuit board, which likely caused the image difficulty. There were deep dents and scratches on the distal end. In addition, the switches were not working. The colonoscope was subjected to an extended aeration. Following aeration, the colonoscope was tested with the use of a temporary electrical connector; the image and the switches were found to operate appropriately. There was corrosion found inside the endoscope connector and electrical connector. The device has been serviced and returned to the user facility. The cause of the user's experience was determined to be due to fluid invasion, due to user mishandling, as the device passed leak testing. This report is being submitted as an MDR in an abundance of caution.